Event description:
On (B)(6) 2010, the patient underwent a procedure for treatment of an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. A reliant balloon by medtronic was used to balloon the proximal neck. An angiogram revealed the presence of a type I endoleak proximally. The proximal neck was ballooned two add'l times with the reliant balloon. The patient's blood pressure dropped to 40mmhg, and the physician determined the aorta was ruptured. Blood flow around the celiac artery was blocked, and four add'l aortic extender devices were implanted. The leakage was not stopped completely and patient was converted to surgery. Both legs of the device were cut off in the middle. The proximal end of the trunk ipsilateral component and the aortic extenders were removed. The renal artery, superior mesenteric artery and the celiac were bypassed with vascular grafts. The patient tolerated the procedure. The physician who performed ballooning stated that he inflated using a 30ml syringe, but it was enough to inflate. Add'l saline was added and over-inflated might have occurred.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. Results: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. (B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include but are not limited to; endoleak.